Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the manufacturing documentation. The file has been opened from a literature report "presbyopia correction in astigmatic eyes using a toric trifocal intraocular lens with quadrifocal technology." No specific product information is available. The report concluded : the visual performance of the toric panoptix iol showed good visual acuity at all distances; more than 90% achieved a decrease of refractive cylinder below 0.75 d, high patient satisfaction despite some optical phenomena, and high spectacle independence 3 months postoperative. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature report entitled "presbyopia correction in astigmatic eyes using a toric trifocal intraocular lens with quadrifocal technology", the authors evaluate visual performance after bilateral implantation of a toric diffractive aspheric multifocal intraocular lens (iol). This was a single-arm study consisting of twenty-five patients (50 eyes) with bilateral implantation of the toric iol. Postoperatively, the patients were asked about optical phenomena. Halos, glare starbursts, ghosting and distorted vision were reported but overall were satisfied with the optical quality of their vision. Iol rotation 3 months postoperatively was 5 degrees or less, 1 eye showed 7 degrees rotation. No lens needed to be rotated until 3 months postoperatively.